Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient experienced skin pain around the plate one year post-op. The plate was explanted on (B)(6) 2012. The report is for an affiliated unknown screw. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
This report is for one unknown screw. The facility has not returned the complainant part for manufacturer review/investigation. (B)(6). Unknown, as no part or lot numbers are available. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.